Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was the needle retrieved during the initial procedure? If not, please explain. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - what measures were taken to retrieve the needle? - was there any additional tissue damage as a result of searching for the needle piece(s)? - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - what is the current status of the patient? - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manage. Additional information was requested, and the following was obtained via: ¿ did suture breakage occur? Yes, when knotting the suture (2nd suture). ¿ or has the needle come off the thread and the needle was removed from patient? (1st suture) needle came off the thread and was missing inside the patient. ¿ did this issue contribute to any patient adverse event? The patient post delivery of her baby, had to stay on the table for an additional hour get an xray to locate the needle and have it removed. Once found they then completed the closure. ¿ please provide the source or title of external person providing answers to follow-up: mr olufemi abidoye gyn/obs consultant.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2025 and suture was used. During the procedure, suture broke free from thread during episiotomy repair. Suture located, removed and repair completed with new suture. Patient advised of incident. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? Please provide the source or title of external person providing answers to follow-up: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. "D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: - was the needle retrieved during the initial procedure? If not, please explain. Yes is was retrieved - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Yes the needle was retrieved and then closure of the wound took place - what measures were taken to retrieve the needle? Xray was done and once the needle was found the closure was completed - was there any additional tissue damage as a result of searching for the needle piece(s)? No mention of addition tissue damage as a result. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. - what is the current status of the patient? Patient is healthy and fine. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.